Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 08/27/2015 with the following results: pump is returned with good contrast, readable and functional display. No ¿blank screen¿ is duplicated. Returned cap used to complete above steps during investigation. Unrelated to the complaint, a battery compartment crack was found above and below grip pad to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.